Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and review of the alarm log were performed. Functional inspection and the review of the alarm log revealed a downstream occlusion alarm. The cause of the condition was determined to be an out of calibration safety clamp shim. To correct the condition, the safety clamp was recalibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a occlusion alarm. It was not specified when this observation was made. There was no report of patient involvement or patient injury in association with this event. No additional information is available.